Event description:
Pad placed on pt thigh, no hair on skin and skin dry to the touch. Device that pads were plugged into kept alerting that pads were malfunctioning. Changed device and still happening. Stopped when changed pad a third time.